Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the olympus asset camera head had loose contact. The issue was found during the procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. The device evaluation found no malfunction. The reported "loose contact" did not occur during the device inspection check. Follow-up with the customer for additional information was performed; however, olympus got the following response from the customer: we are not able to answer these questions. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.